Manufacturer narrative:
The ufr was the only source of information - the local dräger s&s organization was not involved by the hospital in any follow-up measures. Dräger was unable to obtain further information - the contact person named in the ufr could not provide additional details. A case-specific evaluation is not possible, and a reliable conclusion in regard to the exact root cause for the reported observations cannot be drawn. In fact, it is even not clear that a device malfunction has occurred - there is no sudden occurring single-fault condition imaginable which would affect both automatic as well as manual ventilation and will later be removed by itself. A large leakage in the pneumatic circuit outside the device would be a more likely explanation - the user's attempts to re-establish ventilation may have eliminated the leakage unnoticedly. It would also be plausible that automatic ventilation had failed for unknown reason and that the users missed to switch the apl valve to the man/spont position in the first attempts to perform manual ventilation. Further conclusions can't be made; it is recommended to have the device checked by trained service personnel.

Event description:
It was reported that automatic ventilation failed during a surgical procedure. As per report, the users were at first unable to use the device in manual ventilation mode and were bridging patient support with an ambu bag. After several changes between automatic and manual ventilation, the procedure could reportedly be finished in manual ventilation. The event did not lead to consequences for the patient.